Event description:
Related manufacturer report number 1627487-2022-06449. It was reported the patient¿s leads had high impedance. Surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.